Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e2401 captures the reportable event of an unspecified injury. Imdrf impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a robotic total laparoscopic hysterectomy + bilateral salpingectomy + sacral colpopexy with upsylon mesh + tension-free vaginal tape advantage fit + cystourethroscopy procedure performed on (B)(6) 2017, for the treatment of abnormal uterine bleeding + stress urinary incontinence + cystocele + rectocele. Intraoperative findings included stage 3 cystocele, globular anteverted uterus prolapse, and stage 2 rectocele. The uterus was mildly enlarged and globular in appearance. The patient also presented with pelvic floor bulging and had urodynamics which confirmed mixed urinary incontinence. The patient was taken to the post-anesthesia care unit in stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.